Event description:
Ventak mini iii aicd model #1782 and #1786: safety alert issued for those aicd's implanted subpectorally. Pt presented for elective aicd replacement following mini iii safety alert.